Manufacturer narrative:
The device was received for evaluation. Evaluation observed and found that the pump was able to remain powered on when it was connected to the alternating current power source and on battery mode when tested during the evaluation. The event history log (ehl) review was performed and revealed multiple events of "improper shutdown!". A "battery low!" Occurs prior to improper shutdown in the history log. An improper shutdown message occurs when all power to the pump is lost and the history log alone cannot be used to determine if power was manually disconnected. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump turned off upon power up at the emergency room. There was no patient involvement. No additional information is available.